Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nocturnal hypoglycemia while using the ilet bionic pancreas, with a documented lowest blood glucose of 39 mg/dl lasting approximately one hour and treated with oral carbohydrates. Symptoms included sweating. Outcomes included no need for assistance, no professional medical intervention, and no hospitalization. Investigation included complaint intake review and user education and troubleshooting. Investigation of this case revealed no device alarms were reported during the event and no device malfunction was identified, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.